Event description:
It was reported by the customer's father, that the insulin pump has cracks around the reservoir compartment and above the buttons. Customer's blood glucose level at the time 6.4 mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump was received with minor scratches on display window, cracked case on the display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).